Event description:
New information received states that the right ventricular lead had also dislodged and there was difficulty extending the helix.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture and high capture thresholds. On (B)(6) 2017, the lead was explanted and replaced. Patient was stable post procedure.